Event description:
Healthcare professional additionally reported "any creases associated with hole" and "several fold flaws". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing shell, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: striated broken on anterior and opening crease smooth on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool. An opening crease smooth on posterior assessed as fold flaw opening. Missing shell assessed as inconclusive creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional additionally reported "any creases associated with hole" and "several fold flaws". Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.